Event description:
The customer reported a weak signal alert. The blood glucose reading was 158 mg/dl. The patient was resting at the time of the alarm. The proper methodology for site insertion was explained to the customer. The patient was advised to monitor the insulin pump. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.